Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s first name and email address are not provided/unknown.

Event description:
Doctor reports that patient presented with nint3211 implant fractured in tooth location # 7. The implant was removed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The report previously submitted 0001038806-2020-00659, is a duplicate of report 0001038806-2020-00698. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.